Event description:
The following has been reported: pump reported not working pump was dropped off with a note "not working". Dismantled pump and found a crack in the motor mount and also defective air detector. Installed new parts, ran calibration and test procedures and verified location software working. Returned to service. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
Device history record was reviewed and nothing was found related to the reported event. Device log history was not provided therefore no review could be performed. "This complaint was registered as part of reported events sent by canadian self-served customers. The device was not returned to brézins as repairs were carried out locally. According to provided information, the motor mount and the air sensor have been replaced, that solved the issue. The defective air sensor and motor mount were sent back to brézins for further investigation. The defective motor mount is traited through. Once received in brézins for further investigation, during the visual check, the air detector has been found destroyed, preventing any subsequent tests. A usability issue is suspected as a potential root cause of this event. To our knowledge this complaint is not being related to patient safety. This complaint is considered as misuse for this issue as per our local procedure, we initiated no action this complaints has been reported as MDR to FDA.